Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
It was reported that the insulin pump had keypad anomaly. The customer¿s blood glucose level was unknown at the time of the incident. Customer stated that the back button and left button on his pump were not responsive and buttons presses may be delayed or fail to respond if pressing too rapidly on buttons. The insulin pump will be returned for analysis.

Manufacturer narrative:
Device was received with no button response, problem isolated to the keypad assembly. Unable to perform the displacement test and self test due to no button response.